Event description:
Medtronic received information that during the loading of this transcatheter bioprosthetic valve, the second stage of crimping "didn't go smooth," but the valve was able to be loaded properly. Fluoroscopic loading check showed an overlap that did not extend beyond the third node. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 mm non-complaint balloon. When releasing the valve, infolding was observed. The valve was withdrawn from the patient. A new valve was loaded and implanted properly without issues, and then a post-implant bav was performed with a 24 mm non-complaint balloon. No adverse patient effects were reported. Additional information was received that during the implant of the valve, the infold was observed during the first deployment. Per the physician, the patient's annular calcification contributed the valve infold. The procedure was delayed as a new valve was loaded. The new valve showed no crown overlap during the fluoroscopic loading check. After the new valve was implanted, it appeared constrained at the inflow and a gradient was observed. A post implant balloon aortic valvuloplasty (bav) was performed reducing the gradient. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Five media files were provided for review pertaining to the first system. No imaging of the second valve was provided. The patient¿s executive summary was not provided for anatomical review. Without imaging, it cannot be confirmed if patient anatomy issues prevented the valve from fully expanding. However, the reported annular calcification is a likely contributing factor. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc). Several factors can contribute to the onset and propagation of structural valve dysfunction (including calcification) such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. The high gradients were likely related to the under expansion. A post-implant balloon dilation reportedly reduced the gradient. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.